Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The customer reported this event to the french authority (afssaps). The returned sample was analyzed in the laboratory. Leak testing was performed on the complaint sample and it was determined that a leak is present at the gas outlet port. The unit was opened and a visual inspection determined that two fibers were leaking. The internal investigation determined the root cause for this event to be untight fibers (2) at the potting area, which caused the leakage at the gas outlet port. Additionally, a partial ablation of the fiber in the potting area. The production records were reviewed and no deviations were identified. Note: the reported event occurred when using the be-01970311-pls d quadrox-I oxygenator, however a equivalent device marketed in the us is used for reporting. (B)(4).

Event description:
On (B)(6) 2012, at (B)(6), a blood leakage was found at the gas outlet on be-01970311-pls d with lot number 70066068.(B)(4).